Manufacturer narrative:
Product inquiry states the one shot target device gamma3® ø40x50mm (osd) to be the subject product. No further associated products were reported. The reported event was not confirmed as the osd was not returned to stryker kiel. A product return was requested several times as well as the lot code but with no avail. Thus, a physical examination of the device was not possible. Due to unknown lot code tracing as well as review of the inspection records of the reported product could not be carried out. However, based on the information given a real root cause of the reported event cannot be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. The file will be closed formally in accordance to our procedures. In case the items and / or substantive information will become available in future the file will be reviewed and reopened. Product inquiry states the one shot target device gamma3® ø40x50mm (osd) to be the subject product. No further associated products were reported. The reported event was not confirmed as the osd was not returned to stryker kiel. A product return was requested several times as well as the lot code but with no avail. Thus, a physical examination of the device was not possible. Due to unknown lot code tracing as well as review of the inspection records of the reported product could not be carried out. However, based on the information given a real root cause of the reported event cannot be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. Device was not returned.

Event description:
During nail surgery, when the surgeon used the one shot guide, the indicator (wire) wasn't seen at the normal location. Therefore the surgeon did not use the one shot guide and the surgery was completed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During g3 nail surgery, when the surgeon used the one shot guide, the indicator (wire) wasn't seen at the normal location. Therefore the surgeon did not use the one shot guide and the surgery was completed.